Event description:
Customer reporting 2 false positive sars results. Customer states they had two positive results the same day but the urgent care pcr results were negative. Symptomatic status and time between otc and pcr testing is unknown. Further contact with the customer is not possible. Report 1 of 2

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.